Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services requested device data for analysis. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported.